Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The complaint was confirmed, the customer provided a picture of device fingers detached. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported during a diagnostic colonoscopy procedure, two of the eight "fingers" (flexible arms) of the subject device detached and fell into the patient's colon. The physician noted a third finger to be partially detached. The fingers were retrieved using forceps. It was reported the two fingers detached at different times during scope withdrawal and the procedure was likely prolonged by five to ten minutes between the two retrievals. There was no patient harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.